Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. It was also reported the customer's buttons were intermittently working. The customer's blood glucose was unknown. The customer also reported slight cracks on the insulin pump's casing. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. The device was received with normal operating currents, it was monitored for several days and no alarms occurred during testing. The device had cracked reservoir tube lip, battery tube threads, case at the display window corner, and lcd window. It also had minor scratches on the lcd window and reservoir tube window.